Manufacturer narrative:
An event abnormal opening and closing of the valve leaflets after implantation was reported. Information from the field indicated that the leaflets moved normally when tested during device preparation and that after explant the leaflets were moving normally. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 may 2024, a 23mm sjm regent heart valve w/ flex cuff was chosen for a valve replacement in a patient with aortic valve disease. During preparation, the leaflet function was tested with a attractors and confirmed it moved normally. During procedure, after implanting the valve they found abnormal opening and closing of the valve leaflets. They immediately removed the valve and replaced it with another 21mm unknown mechanical valve while patient on the bypass. The operation ended successfully and the patient reported stable.